Event description:
Abutment screw tightening surgery for a patient due to loose abutment. No soft tissue complication. The patient had the tightening as a day surgery procedure.

Manufacturer narrative:
Loose components reported. During surgery, the abutment screw was tightened. No components were replaced. No probable cause is reported. No deviation was identified in the production nor sterilization records.

Manufacturer narrative:
Loose components reported. During surgery, the fixture and abutment screws were tightened. No components were replaced. No probable cause is reported. No deviation was identified in the production nor sterilization records.

Event description:
The fixture was not fully osseo integrated and was wiggling a little bit. During surgery the fixture was screwed in to stabilize and induce osseo integration, and the abutment screw was tightened. No soft tissue complication. The patient had the tightening as a day surgery procedure and re-started weight bearing programme.